Manufacturer narrative:
The device has been received for evaluation, however evaluation is not complete. A follow-up report will be filed upon completion of the evaluation or if additional information becomes available. (B)(4).

Event description:
The facility's biomedical technician reported an overinfusion of natracor during patient use. Injury or medical intervention was unknown. On (B)(6) 2007, the facility's nurse reported that natracor was set up as a primary infusion on channel 2 and nothing was being infused on channel 1. The patient was being administered 250 ml of d5 containing 1.5 mg of natracor for congestive heart failure. A bolus dose of 23 cc of natracor was administered. The pump was then programmed to deliver the natracor at 7 cc/hr. One hour later, 250 cc had been infused. The date of the patient's admission was unknown. The facility's nurse reported that the patient had no reaction to the reported overinfusion of natracor. The nurse reported that there was no change in the patient's lab results and no additional labs were ordered. The patient's physician instructed the nurse to monitor the patient and be prepared to administer dopamine. Dopamine was not needed as a result of the reported overinfusion. The patient was moved to a "step down floor" and her outcome was unknown. The slide clamp was being utilized and the tubing was not unloaded and loaded back at any time. The nurse added that the patient was getting out of bed by herself and transporting the pump to the bathroom without calling a nurse for assistance. No additional information is available.